Manufacturer narrative:
Complaint confirmed, one rod was found to be bent, the other broke off. The most likely causes include improper bone prep, and prying and/or leveraging the device during insertion

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a superior labral (slap) procedure, the surgeon used a 2.9 pushlock drill bit to drill the superior hole percutaneously in the glenoid. Upon insertion, the first ar-1923bc suture anchor biocomposite pushlock (lot: 10285147) bent and would not fit into the hole. The surgeon then used a second ar-1923bc from the same lot. After the second ar-1923bc was fully seated, the metal portion between the eyelet and the anchor detached and broke off. The surgeon attempted to find the broken anchor by using a scope to arthroscopically view the front and back portion of the joint, but the broken piece could not be located. A c-arm was ordered and the tip of the anchor was discovered still remaining in the patient, but it could not be confirmed if the anchor was in the bone or not. A third ar-1923bc of the same lot was opened and successfully implanted into the same hole without further issue. The rep confirmed there were not any unplanned incisions made. The first defective anchor, and remaining retrieved portion of the second anchor will be returning for evaluation.